Manufacturer narrative:
The insulin pump had a cracked case above the corners of the display window. The insulin pump was monitored and no blank display was noted. The operating currents were within specification. The insulin pump was returned missing segments on the display due to a cracked connector. The insulin pump was received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump display went blank after receiving a new battery cap. The blood glucose reading was 171 mg/dl. The display had returned. However, the insulin pump was damaged. There was a crack reported where the battery is screwed in. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.